Event description:
It has been reported by the hospital that a patient underwent an initial hip replacement surgery. Subsequently, a revision procedure was performed due to loosening and infection. Acetabular shell, acetabular liner and femoral head were explanted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Unique identifier (UDI) number: (B)(4). Medical product: delta cer fm hd036/+4mm 12/14 , catalog #: 650-0838, lot #: 2017020568. Medical product: g7 neutral e1 liner 36mm d, catalog #: 010000856, lot #: 6014239. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported by the hospital that a patient underwent an initial hip replacement surgery. Subsequently, a revision procedure was performed due to loosening and infection. Acetabular shell, acetabular liner and femoral head were explanted.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Revision due to loosening, the likely result of an infection.